Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece had stopped working in preparation to make a bone cut during a total hip procedure. The tech stated she attempted to exchange the batteries for the surgeon. The surgical team also checked to ensure the safety was off and it was. There was no patient harm; however, there was a delay in surgery for approximately 1-15 minutes. The procedure was completed with an alternate device.